Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, unexpected restart, external ram crc error and displayable history crc check failed at startup alarm. The customer's blood glucose reading was 620 mg/dl. The customer treated with the pump and shots. The customer mentioned that her pump turned on and off. The customer stated that a temporary basal was not programmed before the unexpected restart. Customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Several history crc check failed alarms in the history file due to a corrupted history file. No unexpected restart noted. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No external ram crc error or unexpected restart alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube window, cracked reservoir tube, cracked case, missing reservoir tube o-ring and broken battery tube threads and cracked display window.